Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant review, a supplemental medwatch will be filed.

Event description:
It was reported that following a stenting treatment procedure, death occurred. The procedure was a staged procedure performed 6 days after the implant of 2 non-bsc grafts. A non-bsc graft was implanted, and a express-biliary ld, pmtd, 10.0x40x75cm stent was implanted. Approximately a year later, the patient presented to the ER, where the physician implanted "a couple" unspecified devices. The patient was hemodynamically stable, and was transferred to the ICU. "Several" hours later, but on the same day, the patient coded, and died from a type a aortic dissection & a type a aortic aneurysm.